Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 445 mg/dl. Customer stated the issue was due to they working out in the heat. Customer was able to lower his blood glucose when finally returning home and changing infusion set then performing a bolus. Customer declined to troubleshoot for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.